Event description:
Small interventional wire dissection in the right common carotid artery. The sheath was repositioned and the wire was then advanced into the true lumen. The tcar procedure was completed, as planned, and then a stent was placed in the rcca to tack down the dissection.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Manufacturer narrative:
Complaint investigation underway.

Event description:
Small interventional wire dissection in the right common carotid artery. The sheath was repositioned and the wire was then advanced into the true lumen. The tcar procedure was completed, as planned, and then a stent was placed in the rcca to tack down the dissection.